Event description:
Pt was being treated in radiation therapy in accelerator linked to impac software. Port films were taken for positioning verification. When treatment was completed and the data reviewed it was discovered that the treatment field was wider than the set parameters and beyond reporter's tolerance. No warning had been given to the tech not to proceed with treatment. Investigation showed that the tech did not hit "record" to take the machine out of port film mode. However, the software should not allow treatment in this mode. The issue was reported to impac who is working on it through their qa process. There is apparently a bug in the software for the older interface for the accelerator.